Event description:
Additional information from the patient indicated that nothing had been done to resolve the pump alarm and missed refill issue. The patient had been unable to get a doctor locally and had to return to (B)(6) for a refill. The patient would probably remove the device since it was difficult to get "cale in mo."

Manufacturer narrative:
Concomitant medical product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a consumer regarding a (B)(6) year-old, female patient who was receiving prialt 25mg/ml at 6.146 mg/day via an implantable pump for non-malignant pain and reflex sympathetic dystrophy/causalgia-complex regional pain syndrome. On (B)(6) 2015, the patient missed a refill due to recently moving to (B)(6) and not having a physician to fill her pump. On (B)(6) 2015, the patient heard the pump alarm start. The patient planned to return to (B)(6) to have the pump filled on (B)(6) 2015. No patient symptoms occurred. Additional information has been requested regarding the steps taken to resolve the pump alarm and missed refill, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.